Manufacturer narrative:
(B)(4). The device was returned and the reported inflation issue was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported inflation issue appears to be due to the operation context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a circumflex artery. A 2.5 x 15 mm trek balloon catheter was being used for pre-dilatation when it would not inflate. There was no resistance removing the protective sheath. The device was removed and a 2.25 x 15 mm nc trek was successfully used. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.